Event description:
It was reported that a merlin.net transmission showed episodes of post-paced t-wave oversensing on the ventricular channel. The device was reprogrammed and no further episodes have been reported. The device remains implanted.